Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior transforaminal lumbar interbody fusion at l5-s1. It was reported that the surgeon was unable to get the set screw loaded into the bone screw. It was found that the bone screw tulip was splayed. The surgeon removed the set screw and rod, replaced the bone screw and replaced with a new screw. The procedure was completed with no further complications. No patient complications were reported.